Manufacturer narrative:
Result: lift bolts.

Event description:
It was reported by service report that the head end would not lower down to the lowest limit. No pt involvement or adverse consequences are reported.